Event description:
It was reported that the 'cassette not attached and there was message on the screen'. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. Review of the event history log revealed a 'high alarm displayed: cassette not attached properly' alarm. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.